Manufacturer narrative:
Multiple attempts were made to obtain clinical images about this event. No clinical images were provided. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Manufacturer narrative:
H6. Health effect - clinical, code e2328 obstruction/occlusion does not apply. H6. Type of investigation, instead of code b17, code b20 applies.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Clinical images were requested from the physician, but were not provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on november 27, 2025, from the avg 2209 viedoc study database: on (B)(6) 2025, this 71-year-old female patient underwent placement of a gore® acuseal vascular graft straight in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure and no additional procedures were performed. The first successful hemodialysis session performed through the gore® acuseal vascular graft was performed on (B)(6) 2025. On (B)(6) 2025, a stenosis in the gore® acuseal vascular graft was discovered during an ultrasound examination and as primary relationship ¿cannulation related¿ mentioned. The adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. A device deficiency was noted as well, namely a dissection with stenosis in the gore® acuseal vascular graft. A repeat intervention was performed on (B)(6) 2025, the patient underwent percutaneous transluminal angioplasty (pta) and stent placement due to stenosis without thrombosis at the mid-graft lesion and for lamination of the 2 cm long dissected membrane. The root cause may well be repeated punctures at the same location.